Manufacturer narrative:
The manufacturer became aware on 06-jan-2026 that the user experienced a hyperglycemic event on 27-dec-2025 that resulted in hospitalization for diabetic ketoacidosis. According to the user, the event occurred after the pump ran out of insulin overnight, followed by an unsuccessful attempt to restore therapy and loss of access to the device for several hours, during which insulin delivery did not occur. The user reported progressive symptoms and required ambulance transport, with hospitalization lasting approximately ten days and treatment consisting of insulin injections. The device was discontinued at discharge. An investigation was attempted; however, engineering logs were unavailable, as the device had never been synced, and no objective insulin delivery or cgm timing data could be reviewed. Based on the information provided, there is no evidence of confirmed device malfunction. The event appears most consistent with prolonged interruption of insulin therapy due to loss of insulin delivery and delayed transition to backup therapy, resulting in severe hyperglycemia and diabetic ketoacidosis. Because the device data could not be reviewed, the precise sequence and duration of events cannot be confirmed. If additional information or device data becomes available, a supplemental report will be submitted.

Event description:
On 06-jan-2026, the manufacturer became aware that on (B)(6) 2025 the user experienced hyperglycemia with a reported blood glucose of approximately 895 mg/dl. The user was not able to correct the high blood glucose prior to seeking care and did not report use of backup insulin therapy before emergency assistance. The user was transported by ems and hospitalized, received medical treatment including exogenous insulin, was hospitalized from 27-dec-2025 through 06-jan-2026, and was discharged on injection therapy with the device discontinued.